Event description:
A complaint was reported to boston scientific corporation regarding a bagley helical retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure, the basket detached inside the patient and was successfully retrieved with another device. It is unknown if there was a laser being used during the procedure. There were no patient complications as a result of this event and the patient's condition post procedure was fine.